Event description:
It was reported that the pneumatic hose of the drill had a cut. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation and it has reached the manufacturing site for investigation. A follow-up report will be filed if the investigation requires.